Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurate compared to a laboratory device. The reporter claimed obtaining blood glucose readings with a difference of 30 points between the subject meter and the laboratory device, no exact values were given. The tests were performed within an unknown time. This complaint is being reported because the results may not have met lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.